Event description:
It was reported while using the panel phoenix pmic-110 a patient isolate (enterococcus faecium) had a low mic (false susceptible) result for the drug vancomycin. No health impact or consequence reported. This is report 2 of 2.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020322, k021954, k022172, k023273, k023301, k023568, k024152, k030091, k030677, k031306, k031679, k032131, k033784, k033889, k033907, k040006, k040106, k040716, k050089, k050555, k051689, k053241, k060214, k060217, k060218, k060493, k070809, k082538, k082852, k082913, k131331, and k14046. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: this complaint is for low mic results for vancomycin (va) with enterococcus faecium when using panel phoenix pmic-110 (catalog number 449036) batch number 5211429. The customer returned a photo of results for the investigation. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was analyzed, and no current trends were identified associated with this defect. Historical trending was reviewed and there were no trends for low mic results for panel sku 449036. To investigate, retention panels from the complaint batch were inoculated with in house isolate enterococcus faecium to observe for va mic results. Next, control panels from the same material but different batch were inoculated with in house isolate enterococcus faecium to observe for va mic results. The investigation returned all panels with resistant va mic and sir results for their inoculated isolates. Therefore, this complaint is unable to be confirmed. As no complaint trend has been identified, no actions are indicated at this time per bd procedures. Bd will continue to monitor for trends and take action as necessary.

Event description:
It was reported while using the panel phoenix pmic-110 a patient isolate (enterococcus faecium) had a low mic (false susceptible) result for the drug vancomycin. No health impact or consequence reported. This is report 2 of 2.